Event description:
The physician was using a 1.5mm x 10mm length sprinter legend balloon to pre-dilatate a severely calcified lesion in the lcx with 95% stenosis and moderately vessel tortuosity but it was noted that the balloon became perforated when inflated to 10atm. Another balloon was used. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis, severe calcification and moderate tortuosity. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis, severe calcification and moderate tortuosity.